Manufacturer narrative:
Other relevant device(s) are: product ID: 9 735836, (cable ethernet kit s8 svc) serial/lot #: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that the camera was unable to see any spheres and the o-arm tracker. The representative recommended disconnecting the main cart and camera cart until the network connection lost message appears on the camera cart. At this point the camera cart was re-connected and communication and tracking was reestablished successfully. There was no impact to the patient and delay was less than an hour. Additional information received, it was stated that in troubleshoot an amber light displayed on the camera. Technical service walked the representative through ndi toolbox to check the status. The representative reported "scu" connection failure. Then they checked the self test and the psu and scu was red and not connected. They then removed the covers and checked the ethernet connections on both ends. After reseating both the ends, they checked the self test status again, error messages were still red. The representative tried another ethernet cable and checked the self test, error messages went away. The representative noticed the ethernet cable being kinked.